Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump may be malfunctioning. The customer¿s blood glucose level was 149 mg/dl at the time of the incident. The customer stated their blood glucose dropped from 277 mg/dl to 149 mg/dl within 2 hours without treating. The customer reported a flush drive support cap. The customer stated the pump may have been over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported another instance of dropping glucose levels on (B)(6) 2018. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was may be malfunctioned and blood glucose was high. The customer's blood glucose was dropped to 126 mg/dl within two hours and dropped from 277.2 mg/dl to 149.4 mg/dl within two hours.